Event description:
The clinician reports that the day the implant was placed in ada 14, failure occurred upon insertion. Primary stability not achieved and sinus augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.